Event description:
An ipp device was implanted on 03/27/84. The cylinders and pump were revised on 05/22/92. The cylinders and pump were removed from the patient and replaced on 07/10/97 due to would not inflate-hole in cylinder.